Event description:
Hold at 3.7 the doctor reported that the implant was removed due to failure of osseointegration approximately 17 days after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported the patient had local infection during the implant removal surgery. The patient will need another surgical intervention.